Event description:
The patient's family member contacted lifescan alleging that the patient's ultra smart meter was displaying the incorrect date and time. The family member also stated that 5 months ago the reported meter had not been accurate and the patient went to the hospital. The medical affairs specialist left a phone message for the patient's family member and sent a leter. Five months ago, the patient obtained a result of 300 mg/dl on the reported meter while sweating and feeling ill. The patient was taken to the hospital where a laboratory result of >800 mg/dl was obtained. The patient was treated with an IV. No further information was provided regarding reading taken on the meter prior to the time of concern. The time elapses between testing on the meter and going to the hospital was not provided. No information regarding the patient's diabetes treatment regimen was provided. The patient experienced hyperglycemia requiring medical intervention. The patient tested while having symptoms and the meter reading matched the symptoms. The customer care representative (ccr) was not able to verify whether the patient cleaned the puncture site correctly or used correct blood application technique at the time of concern. The family member no longer had test strips used at the time of concern. Quality control testing was not completed, as the family member was unable/unwiling to answer when the control solution was opened. The ccr verified that the meter time and date setting were incorrect in 2005. Due to the unresolved time and date issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced.